Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was over 500 mg/dl at the time of incident. The event was resolved by changing both the infusion set and reservoir. During troubleshooting the customer was able to prime without incident. The reservoir will not be returned for analysis.